Event description:
It was reported that the patient was experiencing pain in the outside portion of the left calf down to the big toe after a trial procedure. The physician sent the patient for computed tomography (CT) scan and removed the trial leads. The CT scan did not show anything new, however, the patient was admitted to the hospital. The explanted trial leads were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc231650e0; model: sc-2316-50e; serial: (B)(4); batch: (B)(4).